Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a missing clamp. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device had a missing clamp. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced flange gripper, front cover, rear case, lt/rt handle, barrel clamp, lock label, tube drive, sleeve drive, wiper seal, flange gripper retainer and lt/rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 22dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the flange gripper pca/syringe. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
It was reported that the device had a missing clamp. No additional information was provided. There was no patient involvement.